Event description:
It was reported that the lead had a "chronic" elevated threshold and that the threshold had risen after the patient was provided anti arrhythmia drugs. The physician electively replaced the lead during a generator change procedure. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).